Event description:
It was reported that during a shoulder scope the end was broken. The procedure was completed with the same device and no delay or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual assessment showed the scope to have distal tip and fiber damage and a damaged focus housing. This damage is caused by contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review was performed, other instances of this failure mode were found to be reported. The instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. The risk management files contain the reported failure mode. No update required. No manufacturing related defects were observed. No further investigation is required.